Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was returned to failure analysis due to reports of error 417. A review of system logs found error 417, confirming that the fault occurred in the field. Error 417 pointed to one of the redundant power supplies failing in the ec. A visual inspection found no damage observed on the exterior and interior of the unit. There was no physical damage observed to the endoscope receptacle. The unit was installed on the golden system where it was programmed successfully and functioned as expected. The left power supply fan was not spinning, and the leds were not on. All nodes were present. The image was clear on the vision side cart (vsc) and surgeon side console (scc). The leds on the endoscopic controller power distribution (ecpd) and dual camera interface board (dcib) were present. The system was set to run 10 power cycles. After testing, the error logs were investigated and found error 417. The complaint was confirmed based on failure analysis. Failure analysis concluded that the left power supply on the ec is the root cause of the reported event.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A field service engineer (fse) investigated the issue with the system, and the occurrence of error 417 point to a faulty power supply inside the endoscope controller (ec). The ec was replaced and the system was working as expected. As of the date of this report, the ec has not yet been received for evaluation. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a training/demo of the da vinci system, while troubleshooting for a separate issue an error 417 was identified in the system logs pointing to the power supply in the endoscope controller. There was no patient involvement.